Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in january 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: (B)(4), serial: (B)(4).